Manufacturer narrative:
The customer's meter was returned. The display showed no errors during investigation (no missing or fainted segments, no flickering). The circuit board shows no contamination that could temporarily lead to the complained error. The meter's error memory does not contain error 9, but had several e 6 and e 5 errors, which are caused by contaminated test strip contacts (handling error). The investigation did not identify a product problem. The cause of the event could not be determined. Sections d10 and h3 were updated.

Manufacturer narrative:
Medwatch field b1 was updated.

Manufacturer narrative:
The customer¿s device was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted occupation is lay user/patient.

Event description:
The initial reporter stated they had an issue with the display for the coaguchek xs meter, which could affect the interpretation or ability to read the customer¿s results. The customer applied a blood sample and the device flickered between different numbers (possibly 5 and 9). The customer was unable to determine if the numbers were results or errors. No actual misinterpretation of a result occurred.